Event description:
Boston scientific received info that this subcutaneous implantable cardioverter defibrillator (s-ICD) system, was explanted due to a suspected pocket infection. The pt presented with a red adn inflamed pocket; antibiotics administered post explant. No info provided regarding another system implant and no other adverse pt effects were reported.

Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.